Event description:
The tps micro driver was sent for evaluation and during quality maintenance conducted at the manufacturer, it was found to be running on safe mode without user activation. No adverse event was associated with this device.

Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.